Event description:
It was reported that while in the cath lab the md inserted the sheath into the pt's femoral artery. The md met resistance when inserting the intra-aortic balloon (iab) through the sheath. The md forced the iab into the sheath and broke the "membrane". The md inserted another iab successfully. There was no reported patient death or injury. Medical/surgical intervention was not required. There was no delay in therapy. The pt outcome is "fine". Add'l info received on 09/09/2010 from the ra/qa coordinator mgr stated that the super arrow-flex (saf) sheath was used to insert the iab, the iab and saf sheath were removed as one unit and the same insertion site was used for the second insertion. It is unk where the "break" on the membrane occurred. Indication for use: prophylactic use.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.